Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible fracture, polarity switch and oversensing. The implantable pulse generator (ipg) exhibited pacing issue and sensing issue. The rv was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.